Event description:
A (B)(6) male pt contacted zoll customer support to report excessive adjust belt or check belt message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt message) has been confirmed. Upon receipt, the green (belt discharge) wire was shorted in the distribution node to ECG-b cable. The cause for the adjust belt or check belt messages was the belt's inability to detect a pt. The cause for the inability to detect was the shorted wire cannot be positively determined. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.